Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration data confirmed that signals were within expected ranges. Quality control recovery values provided were also within acceptable limits. No physical investigation was deemed necessary. The investigation noted that confirmatory testing, such as western blot or hiv rna tests, was not performed for the reported samples. A general product problem was not identified.

Event description:
The initial reporter alleged repeatedly reactive results for two patient samples tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. For patient 1, serum and plasma samples were tested. On (B)(6) 2024, the serum sample generated a reactive result of 14.1 coi (hivag 0.156 coi, ahiv 14.1 coi). On (B)(6) 2024, the plasma sample generated a reactive result of 14.6 coi (hivag 0.161 coi, ahiv 14.6 coi). Additional testing using the siemens advia centaur hiv assay produced a non-reactive result of 0.12 index, and testing with the abbott hiv assay at another laboratory also produced a non-reactive result. For patient 2, no discrepancy was observed. On (B)(6) 2024, a serum sample generated a reactive result of 3361 coi (hivag 0.333 coi, ahiv 3361 coi). On (B)(6) 2024, a repeat serum sample generated a reactive result of 3307 coi (hivag 0.373 coi, ahiv 3307 coi). Additional testing using the siemens advia centaur hiv assay produced a reactive result of 2.22 index. Confirmation testing was not performed for either patient.